Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced difficulty connecting an fsl3+ sensor to the ilet system, with repeated unsuccessful scans despite the sensor not being started in the libre app; the event is consistent with a device communication or pairing issue between the ilet and the cgm sensor. Symptoms included no clinical effects. Outcomes included no impact to blood glucose management and no alerts or alarms. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the issue persisted after multiple scan attempts and the user was directed to contact the cgm manufacturer for further assistance. It was concluded that the event involved a cgm integration or scanning error with no adverse health consequences and that the ilet continued to operate without triggering safety notifications.